Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states the unit is pumping fast.

Manufacturer narrative:
Submit date: 10/14/2016. An investigation of kangaroo joey was performed for the reported condition of; the unit is pumping fast. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center. Therefore, this report will be based on information provided by the technical center. The unit was triaged and the complaint could not be confirmed. The unit passed all testing. Kangaroo joey was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.